Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for device at eri before the device implant date was observed. Rf telemetry was not available. The device has not been checked since implant. Merlin.net transmitters would not connect with the device. Device download was performed to clear the alert and rf telemetry was re-established. The patient was asymptomatic.